Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found is consistent with the surgical procedure.

Event description:
It was reported that the patient received an inappropriate shock due to lead dislodgement. The lead was explanted and replaced.